Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: (B)(4).

Manufacturer narrative:
Additional information was received that the leak was in the air flow sensor. This did not cause any insufficient o2 and hence, this record is not reportable.